Manufacturer narrative:
This product was surgically abandoned and remains implanted on the patient; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high capture thresholds. No additional adverse patient effects were reported.